Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the physician had difficultly advancing the guidewire pass the transition zone, between the hard and soft plastic, of the peg. This happened outside the patient. The boston scientific representative took the peg and put the guidewire through the graduated tip end and again it got stuck at the transition zone. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.